Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a triple lumen catheter. After insertion of the catheter, it was possible to flush and aspirate blood at all three lumen. After a transport within the hospital, it was no longer possible to aspirate blood through the brown connector. Injected nac1 leaked through a 3 mm rip out of the tube. Pt developed a blood-pressure and oxygen saturation decline, but it was possible to stabilize him. Pt spent one night in the intensive care unit because of suspicion of air embolization. No permanent harm in state of health was noticed. Catheter was removed.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.